Event description:
During the ablation procedure, the farawave pfa catheters failed during prep - the splines failed to form correctly. Additionally, the tactflex ablation catheter failed while in the patient - the system was unable to detect contact force. Both catheters were removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, tactflex ablation catheter (per site reporter)